Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the loading process, insulin was not observed exiting the infusion set tubing. Customer changed the cartridge and infusion set. Air bubbles were observed in the new infusion set tubing. Customer changed the infusion set and air bubbles were no longer observed. Customer's blood glucose was 372 mg/dl.